Event description:
A customer contacted beckman coulter inc., (bci) regarding incorrect patient demographic information printed on an aliquot barcode label by the power processor. A primary tube with sample ID of (B)(4) was received on (B)(4) 2009. There was no aliquot requested for this tube, but there was an unfulfilled pending aliquot request in the system from a sample received a year ago with ID (B)(4). The system made an aliquot tube with a barcode label with the demographic information from (B)(4). The customer has set up the system to print name, age, draw date/time and test name on the aliquot label. There was not enough serum to make an aliquot so the system sent the (empty) aliquot tube and the primary tube to the pending rack (by design). The customer noticed that the demographic information on the aliquot tube did not match the primary tube. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
Customer sample ids are of the following format: (B)(4). To fit into the limitations of the power processor, the lab information system (lis) removes the digits for the year, resulting in an ID such as: (B)(4). Service was dispatched and downloaded the appropriate log files and sent them to bci for investigation. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.